Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently disconnected the pump at the connect adaptor, resulting in insulin leakage, interruption of insulin delivery, and subsequent hyperglycemia while using an ilet system with a steel 6 mm contact/detach infusion set; troubleshooting and education were provided, including cartridge replacement, rewind, new tubing/adaptor connection, fill tubing, reconnection, and cannula fill, after which insulin therapy was confirmed resumed. Symptoms included elevated blood glucose reported as ¿high,¿ with levels above 180 mg/dl for approximately five hours and a recorded value of 314 mg/dl, without ketone testing, backup therapy, or emergent symptoms. Outcomes included transient loss of therapy effectiveness with user guidance to monitor and confirmed return of glucose to target range. Investigation included technical assistance and use instructions review. Investigation of this case revealed user disconnection at the connect adaptor leading to loss of insulin delivery and high glucose, with no device malfunction identified and the infusion set and cartridge replaced to restore therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error related to disconnection leading to interrupted insulin delivery.